Manufacturer narrative:
This is the same event as 3010536692-2014-00643.

Event description:
Allegedly revised 5 yrs later due to known reasons.

Event description:
Allegedly revised due to unknown reasons.